Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10april2019. The service engineer (se) inspected the device. Resolution and disposition: the se replaced the external o2 sensor cable to address the issue and the ventilator passed all testing.

Event description:
It was reported that the ventilators o2 accuracy was off during preventative maintenance. No patient involvement. Event date not specified, estimate used.